Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particulate matter (pm) was discovered inside a polyflux 14l dialyzer. The pm was discovered during priming and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection by the naked eye found that the product was wet. A small greyish particulate matter was found in the header on one side of the product. The reported condition was verified. An infrared analysis of the particulate matter was performed. A spectrum could be recorded; however, the quality of the comparison spectrum was below 90%, therefore a definite statement could not be made about the material. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.